Event description:
Scope stop cock connecter broke off as dr was getting ready to do procedure. Lot 2000003492, gtin (B)(4). [Redacted date] per clinical site contact, "spoke to the rep the company is aware. This issue isn¿t happening with a specific lot number to pull off the shelf. The rep filed a ticket for ambu to replace the broken scopes at no cost, while they work through this problem. He would like to pick the cystoscope up that¿s affected is that okay." Gave clearance to pick up item, no patient harm. Manufacturer response for surgical scope, ascope 4 cysto (per site reporter) [redacted date] per [redacted name] "spoke to the rep the company is aware. This issue isn¿t happening with a specific lot number to pull off the shelf. The rep filed a ticket for ambu to replace the broken scopes at no cost, while they work through the this problem. He would like to pick the cystoscope up that¿s affected is that okay. " gave clearance to pick up item, no patient harm.